Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pin shot loose and the brush shot into his mouth and almost in his throat [device breakage]; no adverse event [no adverse event]. Case description: a reporter stated via e-mail on (B)(6) 2016 that her boyfriend of unspecified age was brushing his teeth with an oral-b rechargeable toothbrush, version unknown on that same day and suddenly, the pin shot loose and the brush of the oral-b flexisoft or precision clean brushhead shot into his mouth and almost in his throat. She stated that this happened with an almost new brush. No symptoms developed. On (B)(6) 2016 received follow-up email from consumer: the reporter stated that when she scratched the logo with a coin, the logo did not come off. No further information was provided.